Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported that he would wake up with high blood glucose readings and then notice that tubing has disconnected from connector plate. When patient had high blood glucose readings he was always able to self treat and did not require any 3rd party or medical assistance. Patient cannot confirm any lot details and does not have anything to return.